Manufacturer narrative:
Event took place in united kingdom. The first reporter with contact details of the healthcare institution was not transmitted. The contact details have been requested on 09/13/2024. The product analysis has been in progress since the initial notice dated 09/13/2024 and will be published with the test results in the follow-up report.

Event description:
Irn# (B)(6). During an epidural insertion for labour analgesia the hub of the needle sheared off with no undue force having been applied resulting in the metal needle being left in the patient's back. Fortunately I was able to get hold of the end of it, just, and remove it from the patient.

Manufacturer narrative:
Event took place in (B)(6). Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Incident occurred in UK: during an epidural insertion for labour analgesia the hub of the needle sheared off with no undue force having been applied resulting in the metal needle being left in the patient's back. Fortunately, I was able to get hold of the end of it, just, and remove it from the patient.